Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the insertion flexible tube (ift) buckled, image guide fiber bundle (cfb) fluid damage, ocular fluid damage, light guide cable leaky, light guide cable cut, lg prong top missing. Based on the result, we concluded that the image guide fiber bundle (cfb) fluid damage was caused due to the light guide cable leaky; however, other failures are not related to the alleged complaint.